Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was monitored and no unexpected low battery alarms, heating up or hot to the touch noted. The electronic assembly was inspected and no obvious burned components or heat related damage noted however, moisture damage was found on the electronic assembly, motor, and force sensor during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump became very hot and had a low battery alarm less than week. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.